Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a distal aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. During the procedure, a 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/15864849) was advanced from the right side. The gore® tag® device was then advanced through the sheath and successfully deployed just distal to the brachiocephalic artery. However, upon withdrawal of the sheath, the right external iliac artery was reportedly ruptured. According to the report, severe calcification was present in the patient¿s right external iliac artery, and the physician had difficulty advancing the sheath through this calcified region. A gore® excluder® contralateral leg component was implanted to repair the rupture. The patient tolerated the procedure without any further complications.